Manufacturer narrative:
The device was inspected by a field service technician. It was determined the locking segment (crescent key) and groove of the flat panel bracket shaft was worn, which resulted in the separation of the flat panel bracket. According to the device instructions for use the crescent key needs to be inspected every two years for any wear. No maintenance records were available for the device. Based on this information, no further action is required. If further information will become available, a follow-up report will be submitted.

Event description:
It was alleged the monitor bracket was slipping out of the spring arm. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).